Event description:
It was reported, the patient experienced a burning sensation. The patient stated, the device was ¿drawing on her skin¿ and that it felt like it was pulling on her skin and it burned. It was noted, the patient had experienced this since the time of implant. The patient reported she ¿just assumed that¿s the way it was supposed to be.¿ it was reported, the patient was looking to have the implantable neurostimulator (ins) taken out and have something else put in. It was also reported, the patient did not want anything else put in. It was stated, the patient requested a manufacturer representative to come to the patient¿s appointment to have her ins taken out at the time of report. The patient was redirected to her healthcare provider (hcp). Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was also reported the patient had never had a therapeutic effect. It was further reported the device had never really worked since implant. It was noted the patient had tried changing programs and adjusting but that did not help. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).